Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7052717. UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted devices will not be returned as it was discarded. No further information could be informed despite good faith efforts.